Event description:
Per the clinic, the patient experienced pain with the device use, resulting in the decision to explant the device. The device was explanted on (B)(6) 2022 and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on march 31, 2022.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on april 28, 2022.